Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation. This occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: after centrifugation, let it stand flat, and gel cannot completely block blood cells, causing blood cells to return to plasma.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation. This occurred on 60 occasions during use. The following information was provided by the initial reporter: after centrifugation, let it stand flat, and gel cannot completely block blood cells, causing blood cells to return to plasma.